Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Investigation summary the device model cd2311-36 was analyzed by our quality assurance department. The reported field event of a device connection issue was reproducible in the laboratory. As received, a visual inspection under magnification did not identify any damage to the septa. A test lead was inserted into the bores and the setscrews of the vtip and rv tightened successfully. However, the svc and atip setscrews were not able to tighten successfully. The lead could be easily removed from the atrial and rv bore after the setscrew was tightened. The atip and svc setscrews were found not to fully advance through the connector block. The setscrews could not connect onto the lead pins in the atrial and svc bores.

Event description:
It was reported that during implant the lead was inserted into the svc df-1 port and the set screw engaged, tightened and clicking sound was heard. But the lead could be easily pulled back out of the header upon performing a tug test. This device was not implanted.